Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had a knee replacement surgery on (B)(6) and since then they have been experiencing pain in one particular spot in their knee. Patient stated that when they have the stimulation on it gives them a very sharp stabbing pain. Patient has had the stimulation off for quite some time now and when they turn it on it will be fine but then all of a sudden it will start the pain again and as soon as they turn the stimulator off the pain goes away. Patient confirmed that they have tried adjusting the stimulation down but they are not getting the relief they are looking for. Patient mentioned that 0.4 is the highest they can get it up to before the pain comes on. Patient also mentioned that they don't feel the stimulation run down their leg and that it is just one spot on their knee and it doesn't go all the way to their foot. Caller did mention that they did have a fall and are unsure if the fall could have damaged the ins. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.